Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. For two of the shocks, the patient was lying in a bed which has a massaging function. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector at the time of the shocks was set to the secondary sensing vector. The impedance is stable around 105 ohms, which is high but within normal limits. An x-ray was inconclusive. Technical services recommended replacing the electrode. The doctor explanted and replaced the electrode with a new one. There were no additional adverse patient effects. The pulse generator remains implanted.